Event description:
A false low advia centaur xp vancomycin result was obtained on a patient sample and considered discordant when compared to a higher repeat vancomycin test result. The laboratory accidently reported the false low result prior to repeating the low vancomycin result and immediately called the nursing station to report the higher vancomycin test result. The laboratory's protocol is to repeat all low vancomycin test results prior to reporting the result to the physician. A corrected report was issued immediately by the customer. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur vancomycin result.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site for system inspection. A visual protocol was performed and there were no system issues observed that may have contributed to the discordant advia centaur xp vancomycin patient result. There were no system errors observed in the system event log at the time of the incident and the customer's quality control results were within acceptable ranges. No conclusion can be drawn. The instrument is performing within specification.